Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: device used at index procedure was confirmed as an endeavor resolute drug-eluting stent. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). There was in-stent restenosis in the target lesion and in-stent chronic total occlusion in proximal lcx. No intervention was performed to treat the stenosis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: still images capture the complaint device. The layered neointimal pattern images capture the right coronary artery 2 years after stent implantation, it shows a layer of loose neointimal tissue with neovascularization and inflammation close to the stent and a smooth muscle cell. (B)(4).

Event description:
It was reported in a journal article that a patient had a 3.0mm x 23mm endeavor stent implanted in the distal rca. It was reported that greater than 720 days post implant the patient experienced restenosis and expired. Cause of death listed as stent - related death.